Event description:
The customer is questioning the repeat reactive results generated while screening patient samples for the prism hcv assay. The same patient samples were tested negative using non-abbott methods (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This report is being submitted o an ex-us product (6a52) which has a similar product (6d18) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product lot number has been changed from lot 35743li00 (which was incorrectly listed in the initial report) to lot 37687li00. Product evaluation was performed in order to investigate this issue. The reactive rates the customer observed for serum samples were below specifications listed in the package insert. Therefore, no malfunction had occurred. A retained file reagent of the lot in question was tested in a specificity setup. Results of this setup did not implicate that the specificity performance of the lot is negatively impacted. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to this issue. The complaint records for the affected reagent lot were also reviewed. No adverse trends were identified during this review. The customer was referred to the assay package insert similar issues corrective and preventive actions. The customer was also advised that a natural variation in performance within the product claims is possible due to the nature of immunoassays which contain biological components. In all kinds of immunoassays the detection of the analytes may be influenced by interference, cross reactivities, unspecific binding and matrix effects in rare cases. Interfering the proportion of falsely reactive specimens is dependent upon the specificity of the test kit, specimen integrity, and on the population being screened. Based on the evaluation results, a product deficiency was not identified.